Event description:
Philips viridia information center in the open heart surgical care unit locks up, but the central display looks like it is working. Alarms and updates are lost. This is the tenth occurrence without MFR resolution. Rptr feels it is just a matter of time before they have a death due to this lock up.

Event description:
Add'l info rec'd from MFR 7/3/02: MFR received FDA letter dated 5/23/02 regarding the aforementioned voluntary report on 4/30/02. MFR is addressing each of the questions in request by number. 1. Model number: m3150a philips info center. 2. Serial number: unk which of the three returned units (noted below) is the subject of the complaint. 3. The customer reported multiple instances of "screen freeze," during which the philips info ctr waveforms and clock would not update on the display. No keyboard or mouse control was available. The customer had to reboot to clear the condition and restore normal operation. 4. Three m3150a units from the user facility were replaced by philips on 5/23/02 and returned to the mfg facility for failure analysis. MFR has installed the units in its test lab and has been unable to replicate the failures on any of them. MFR is conducting further environmental stress tests to try to induce failure. Therefore, MFR has reached no conclusion at this time. 5. MFR is investigating this incident in the context of its ongoing investigation of the "screen freeze" issue with the m3150a. 6. The date of the event was not provided to MFR in the medical device report. 7. A search of MFR's "complaint database" shows multiple reports of "screen freeze" at this user facility, but because the exact date of this incident is not known, MFR is unable to determine whether the specific event reported in the medical device report is one of those previously reported to philips. 8. Please refer to response number 4. 9. Although MFR has not been able to determine root cause for the "screen freeze" phenomenon, it has incorporated software features in recent revisions of the m3150a that may address possible causes of "screen freeze." However, evidence to date and MFR's event trending has not indicated that these factors have reduced the incidence of "screen freeze." MFR has still not determined the root cause.